Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician tested and evaluated the unit and confirmed the unit was delivering a lower amount of oxygen concentration. At 60% the unit was delivering 37.3%. The service technician replaced the oxygen blender to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit was delivering a lower amount of oxygen than expected. The unit was not on a patient at the time of the reported event.